Event description:
Customer reported that he has been hospitalized two times due to low blood glucose. Customer's blood glucose reading at the time of hospitalization was between 30 to 40 mg/dl. Customer stated that he goes low in the middle of the night and he is having problems with his sensor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-00529.